Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic totally extraperitoneal (tep) inguinal hernia repair, the surgeon started to inflate the dissection balloon, but the balloon would not inflate. Hence, the device was removed. After inspection, a hole in the balloon was found out. A new device was used to complete the case. Surgical time extended more than 30 minutes. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and it¿s photograph. Visual inspection noted that the image depicts the balloon with the insufflation bulb attached to the insufflation port on top of the product identification label. The balloon is not inflated, and the obturator is inserted all the way into the cannula. A visual inspection of the returned product noted: that the balloon, valve door and insufflation bulb was received. The obturator was received. A functional evaluation found that the hole at the proximal end of the cannula was covered. The balloon was then inflated, and a leak detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when contact is made with a sharp surgical instrument during clinical application. As per instructions for use (IFU), caution : care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.